Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Implantation of vtun for a post craniotomy went fine; initial reading fine (low). The vtun was disconnected to transport the pt to the intensive care unit (ICU) and when the catheter was reconnected to the monitor, catheter failure was noted. They left catheter implanted in the pt to drain cerebrospinal fluid (csf) however they were unable to monitor the pt's icp. Incident occurred early (B)(6) 2015. Additional info has been requested.

Manufacturer narrative:
Additional information was received from the customer on 06/29/2015. The doctor stated the catheter was working fine in the operating room, it was disconnected for transport to post anesthesia care unit (pacu) where it never worked again (catheter failure notice). They attempted different cables and a different monitor. They were able to use the catheter to drain and did not use it to monitor intracranial pressure (icp). No other information was provided. Integra completed its internal investigation. Method: the product was not available for evaluation, and no lot number was provided. Therefore, we are unable to determine root cause for the reported failure. Integra considers this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.